Event description:
It was reported that a (B)(6) patient, underwent an x-stop procedure. Approx four yrs post procedure, the patient noted bilateral leg pain. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.